Event description:
Treatment of an mca (middle cerebral artery) sidewall aneurysm measuring 20mm x 26mm x 18mm. During the pipeline deployment, it was reported that the first pipeline slid back proximally into the aneurysm while the physician was trying to gain access for the second pipeline. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient and the pushwire was discarded. (B)(4).